Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who had an acl reconstruction performed on (B)(6) 2004 complained of pain. An x-ray was performed and confirmed that the endobutton had come free and was floating inside the patient's joint. The reconstructed graft (semitendinosus tendon) remains fixed in the bone tunnel. The operation to remove the endobutton has been scheduled.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No additional actions are warranted at this time. (B)(4).